Event description:
It was reported that the patient¿s device did not seem to be working anymore in the last 6 to 7 weeks. The patient had a gradual return of symptoms and last night they were up 4 times to go to the bathroom. It was noted that they were playing with the levels and their spouse was trained to change the strength and programs. The patient did not see the lightning bolt in the left hand corner then they stated that they did see the lightning bolt. It was reported that the patient was on program 4 at 2.2v and did not feel stimulation. The patient increased stimulation to 4.4v and was feeling stimulation in the back of their leg. It was noted that the patient increased stimulation to 5.2v and had a little in the back of their leg which was normal and the patient normally felt stimulation in their leg. Sometimes stimulation was painful but they tried to get used to it and also used (B)(6) to help with the pain. It was reported that when the patient¿s spouse increased it too high they got shocked and then they turned it back down. Over a year ago, the patient¿s health care provider (hcp) told them that the implantable neurostimulator (ins) was almost dead but they did not see 3 icons and only saw 2 on the patient programmer. It was noted that the patient did not want to change programs as that was their spouse¿s job. The patient recalled having a return of symptoms in (B)(4) as well and they noticed an increase in their return of symptoms since sometime around (B)(4). It was reported that the patient sometimes felt stimulation but then right away it went away.

Event description:
Additional information received reported that starting 3 weeks ago the patient was noticing that they had to go to the bathroom more, wasn't feeling stimulation, and would get random shocks all the way down their leg. This had gotten progressively worse over the past 3 weeks and it was so bad that the patient couldn't sleep at night. It was noted that the patient had tried turning the stimulation all the way up to 8 v and had tried all 4 programs with no relief. The patient wanted to know if the manufacturer representative needed to be at the health care provider's office.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v819353, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).